Event description:
The call back from hcp indicated that st jude lead was explanted. Not a lot of information. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).